Event description:
The lesion was a chronic total occlusion (cto). Three stents were deployed. The physician went to post dilate the deployed stents. After the fourth dilatation at 18 atms the physician went to retrieve the evercross balloon. The physician felt very little resistance, and only 2cm of the evercross balloon were left on the catheter. The remaining 18cm of the evercross balloon was located in the previously deployed stents. The physician attempted to snare the balloon pieces unsuccessfully. Additional covered stents were used to pin the balloon against the vessel wall. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Device held at the hospital.